Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735825ent, serial/lot : -, ubd: unknown, UDI: unknown h3: analysis was performed for product 9735824, lot number 603002823. It was reported that there was no fault found. Codes b01, c19 and d14 are applicable to this analysis. H3: analysis was performed for product 9733752, lot number 603005015. It was reported that there were no issues detected throughout the three hours of testing. Codes b01, c19 and d14 are applicable to this analysis. H3: analysis was performed for product 9735780, lot number: unknown. It was reported that the returned cable had no physical damage and passed a continuity test with no opens or shorts detected. Codes b01, c19 and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that after replacing the controller, the localizer fault still displayed randomly. The manufacturer representative (rep) reported that they ran a print diag and status faulted with bob (breakout box) connected, amplifier true, and controller faulted. They used the replacement flat emitter in a case with a flex loaner and the flat emitter worked as designed. The side emitter worked as designed on this system with this complaint, and that when they moved the flat emitter from the storage area the fault message displayed. They ran a self-test and controller displayed connected (all other expected processes connected). Additional information was received. A manufacturer representative (rep) called to diagnose this issue as it has not been resolved. The two flat emitters worked on another known working system, and this system functioned with the side emitter. The system fault on transmit coil current 9 and 11 persisted.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are product ID: 9733752, ubd: unknown, UDI: unknown. Product ID: 9735824, ubd: unknown, UDI: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2, h3, h6: a manufacturer representative went to the site to test the navigation system. It was reported the control panel and flat emitter were replaced. Codes b01, c13, and d02 are applicable. Analysis was performed for product 9733752, lot number 60310226. It was reported that there were no failures found. Previously reported codes b01, c19 and d14 are applicable to this analysis. Analysis was performed for product 9735824, lot number 1601015619. It was reported that there was no failures found. Previously reported codes b01, c19 and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9733752, ubd: unknown, UDI#: unknown. H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20 and d15 are applicable. A1102: applicable to getting an intermittent localizer faulted message. A05: applicable to the faulted message would go away/come back, when they were putting the emitter in/out. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received, information regarding a navigation system being used outside of a procedure. It was reported, that the system was getting an intermittent localizer faulted message, when the manufacturer representative (rep) had the flat emitter plugged in, during a planned maintenance (pm). The rep found, that the faulted message would go away/come back, when they were putting the emitter in/out of the storage bin. There were no apparent physical damage to the emitter, cabling or pins in lemo connector. Issue was resolved, when using a known working side emitter. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735824, ubd: unknown, UDI#: unknown; product ID: 9735780, ubd: unknown, UDI#: unknown please also see b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. A manufacturer representative (rep) called for additional troubleshooting. The rep replaced the old emitter with a new one with no resolution. The "localizer faulted" error message was still present. Technical services (ts) had the rep run print camera diagnostic tool. The status for em (electronic module) showed status, controller, and transmitting coil array (tca) as faulted. The ditag for em showed transmit coil current 9 and 11. The probable cause was determined to be the controller.